Manufacturer narrative:
9/2/1998-supplemental report #1 sent to FDA.

Event description:
The product was used during a right lower lobectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.